Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered approximately five weeks after implant of the right ventricular (rv) lead for low rv tip to coil impedance. T-wave oversensing (twos) on non-sustained ventricular tachycardia (ns-vt) events and high rate non-sustained events were identified approximately three days after implant. It was also reported that r waves had decreased since implant and thresholds were reported as slightly increased. Additional "impedance changes" were noted and review of lead trending identified decreasing rv defibrillation impedance. The lead was explanted. No patient complications have been reported as a result of this event.